Event description:
Additional information was received that the patient was asymptomatic. No treatment was rendered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: visual inspection of the returned oxygenator confirmed that some fibers appeared distorted; however, a specific cause for this finding could not be conclusively determined. A direct correlation oxygenator and the report of increased platelet consumption could not be conclusively established through this evaluation. The eurosets infant oxygenator, lot #9587500, was returned and an initial visual inspection was performed at abbott. Visual inspection revealed that some of the fibers appeared distorted. No other obvious deformation or damage was observed. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. Eurosets¿ technical investigation confirmed that the claimed device was compliant with the technical specification and for that reason eurosets was not able to confirm the complaint by the customer. The production documentation related to eurosets infant oxygenator, lot number 9587500, was reviewed by the external manufacturer (eurosets) and showed all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp infant cardiopulmonary bypass oxygenator instructions for use (IFU), rev. 00, is currently available. This document lists possible risks and side effects which are the potential side effects of all extracorporeal blood circulation systems. This IFU also provides the following warnings and cautions: -that the device is intended to be used by professionally trained personnel. -that during use, a spare a.m.g. Pmp infant oxygenator must always be available. Under the section titled ¿set up¿, the IFU warns to carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device. This section also instructs to check that all connections are properly secured. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was on day five of extracorporeal membrane oxygenation (ECMO) support, the healthcare team noticed distorted fibers post-oxygenator. There was no issue with membrane pressures or gas exchange, however on day eight of support it was noted that the patient had an increase in their platelet consumption. Despite adequate membrane pressures and gas exchange, the team decided to exchange the oxygenator due to the increased platelet consumption. The oxygenator would be sent in for evaluation due to the obvious anomaly in fiber formation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.